Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming failed battery. The blood glucose reading is 147 mg/dl. The insulin pump will be replaced. Nothing further reported.